Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-01768 addresses the other device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and foot switch were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, the unit delivered energy intermittently in monopolar mode. It was reportedly unclear whether the issues were related to equipment or operational context. The procedure was completed with the same endostat iii electrosurgical unit. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-01768 addresses the other device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and foot switch were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2012. According to the complainant, the unit delivered energy intermittently in monopolar mode. It was reportedly unclear whether the issues were related to equipment or operational context. The procedure was completed with the same endostat iii electrosurgical unit. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: it was reported that the user had been using the "blend" mode rather than the "control cut" mode when performing ercp procedures, resulting in a reduced cutting effect and increased coagulation. The user has since been instructed to utilize the "control cut" mode and, although no further issues have been reported, it is unknown whether this has resolved the reported issues. Additional information: serial number of the foot switch is (B)(4). Additional information: device manufactured date is (B)(4) 2010. Visual evaluation of the returned device found it to be in good physical condition, and both pedals functioned properly. During electrical testing, all connections on the unit and foot switch were checked and wires were manipulated during energy delivery, but no issues with either component were found. The foot switch and unit passed the endostat iii return evaluation procedure and met all specifications. The condition of the returned device was not consistent with the complaint of intermittent monopolar output; the complaint was not confirmed. The device showed neither evidence of the alleged issue nor any other defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number.

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufactured date is unknown.(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.